Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The undamaged proximal stent od (outer diameter) was measured and is within maximum crimped stent profile specification. Stent strut row 1 to 12 are pulled, deformed proximally over the proximal stent. Stent strut rows 16 and 17 from the proximal end of the stent are deformed. Stent strut rows 1 to 5 on the distal end of stent pulled twisted in a distal direction. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-dec-2016 it was reported that crossing difficulties were encountered.   The target lesion was located in the mildly calcified mid left circumflex artery. Following pre-dilation, a 3.50 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed stent damage.